Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of a part order, part replacement, and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 ventilator indicating that the power cord was good, but the indicator light emitting diode (led) on the front panel wasn't showing when plugged in. The customer informed the remote service engineer (rse) that the battery wasn't charging, and the power indicator light wasn't on when plugged into power. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) that the battery wasn't charging, and the power indicator light wasn't on when plugged into power. The customer checked the power at the j1 connector of the power management (pm) printed circuit board assembly (pcba) and found the 24-volt direct current (dc) to be good. The customer reconnected the connector to the j1 and reconnected alternating current (ac) power. The customer now observed the amber led was illuminated and the battery led was steady. The device powered on into diagnostic mode and the customer verified that all the voltages showed as good in the pneumatics screen with the battery showing 16.5 volts dc, fully charged. The customer was advised by the rse to monitor the device, cycling the power on and off and disconnecting and reconnecting ac power. The customer was advised that if the problem returns to the 24-volt dc again, replace the pm pcba.